Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial #unknown); vlft10gen, vlft10gen ft series energy platformx1 (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during exploratory laparotomy, the handpiece stopped working and was not being recognized by the generator after a period of successful use. It also had issue on tissue sticking to the jaws (eschar buildup). The ls10 generator was replaced by the ft10, but the device did not resume functioning until the forceps were changed.

Event description:
It was reported that during an exploratory laparotomy, the handpiece stopped working and was not being recognized by the generator after a period of successful use. It also had eschar build up sticking to the jaws. The ls10 generator was replaced by the ft10, but the device did not resume functioning until the forceps were changed. There was no patient injury.

Manufacturer narrative:
Additional information: g3. Correction: b5, h6. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.